Event description:
A malfunction alarm was reported by a customer from france, but the specific fault ID could not be confirmed. No information was available regarding the impact on the customer's blood glucose level. The customer was awaiting the return of the pump for inspection and was provided with a replacement pump.